Event description:
Screw dislodgement, mechanical problem.

Manufacturer narrative:
Evaluation summary: the lead was analyzed by the distributor, st. Jude medical. Analysis found the helix damaged from being twisted at the base of the lead head. The insulation was broken at the base of the head showing where the helix was gripped by a device and twisted away from being centered over the lead head. The helix was physically damaged. The device was not returned to greatbatch medical for analysis.